Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio flex meter displayed an unknown error message. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the unspecified error message began to appear on (B)(6) 2021 at around 10:00 am (specific time not reported). The patient manages his diabetes with a combination of insulin (humalog; levemir) and oral medication (metformin 1000 mg). It was not reported if the patient made any changes to his usual diabetes management due to the alleged issue. The patient reported developing symptom of ¿dizziness¿ at around 10:00 am (specific time not reported), after he was unable to test his blood glucose due to the alleged meter issue. In response to the symptom, the patient claimed he tested his blood glucose on another meter (friend¿s meter) and obtained a reading of ¿250 mg/dl¿. The patient reported treating himself with 30 units of insulin and after 1 hour his blood glucose returned to ¿100 mg/dl¿ on the other meter. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked the patient through resolving the issue but the alleged meter issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.